Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead were fractured due to clavicular crush. Oversensing and pacing inhibition were also observed due damage to both leads. Both leads were subsequently explanted and replaced. No additional adverse patient effects were reported. The leads were not available for return.